Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, arrhythmia alarms) has been confirmed. Upon investigation the trunk cable connector pins were bent and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing unnecessary arrhythmia alarms and that their electrode belt had damaged cables.